Event description:
The customer reported the au5800 clinical chemistry analyzer generated sixteen (16) erroneous low total bilirubin (tbil) patient results. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the r1 inner and outer valves had both failed. The fse also found r1 inner syringe leaking and r1 outer syringe discolored. The failure mode was identified as multiple hardware malfunction. The fse replaced r1 inner/outer valves and r1 inner/outer syringes which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issues were noted. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).